Event description:
It was reported that during use with 8 bd insyte¿ autoguard¿ shielded IV catheter the needle was slow to retract. There was no impact to patient. The following information was provided by the initial reporter: per our customer their pre-op team says that the needle isn¿t retracting very fast.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 8 bd insyte¿ autoguard¿ shielded IV catheter the needle was slow to retract. There was no impact to patient. The following information was provided by the initial reporter: per our customer their pre-op team says that the needle isn¿t retracting very fast